Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. There was no impact to customer's blood glucose level. The customer did not have alternate insulin therapy available at the time of the issue. Multiple follow up attempts were made to the customer to ensure alternate insulin therapy was obtained with no success.